Event description:
Valiant navion stent graft systems were implanted during an emergency tevar procedure due to an aneurysm rupture. It was reported approximately 1 year post the index the patient presented with thoracic pain. CT imaging was performed and a re-rupture due to a type ib endoleak was noted. Intervention was completed where a valiant captivia vamf4040c200tj was implanted. Intraoperative angiography confirmed that there was no endoleak, 2 days post the intervention, the patient complained about poor physical condition and a CT carried out showed an endoleak. A type iiia endoleak was suspected between the valiant navion implanted during the index procedure and the valiant stent implanted 2 days previous due to the grafts having the same diameter. It was noted that there was no touch up performed during the intervention. An additional intervention was performed and a type iiia was not observed, touch up was performed and the endoleak was confirmed to be a type ib endoleak observed on vamf4040c200tj. Vamf42242c150tj was additionally implanted and extended to the periphery and the endoleak disappeared. The physician judged that there was a risk of multiple organs being compressed by a hematoma that was present during this intervention so the hematoma was removed by left thoracotomy and aneurysmorrhaphy was performed . As per the physician the cause of the tyep ib endoleaks cannot be determined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that the device implanted on (B)(6) 2020 and contained the type ib endoleak was vnmc4040c218tj ((B)(6)). It was reported that the hematoma occurred due rupture medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation conclusion code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information received it was reported that the possibility of a type ii endoleak is high at this time, this is because there is an endoleak that looks like type ii endoleak in the lesser curvature of the distal arch via the lumbar artery. However it is said that the suspicion of a type iiib endoleak can not be dismissed. It was confirmed that the scheduled intervention was completed on (B)(6)-2022. Post intervention CT showed that the endoleak did not disappear. It was determined that the aneurysm diameter was enlarged by type ii endoleak and not type iiib endoleak by navion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.